Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: kim, ym., et al (2008), pullout re-attachment of tibial avulsion fractures of the anterior cruciate ligament: a firm, effective suture-tying method using a tensioner (p15-237), knee surgery sports traumatology arthroscopy vol.16 (suppl.1), pages s80-s230 (korea, south). The study emphasizes on evaluating the clinical usefulness of suture-tying method using a tensioner for re-attaching tibial avulsion fractures of the anterior cruciate ligament (acl). The patients evaluated on course of this study: between january 2004 and october 2005, a total of 5 patients (4 male and 1 female), mean age of 15 (range, 13-19 years), with isolated tibial avulsion fractures of the acl were treated operatively using the arthroscopic pullout re-attachment technique were included in the study. The article describes the following procedure: an arthroscopic pullout re-attachment technique for patients with isolated tibial avulsion fractures of the acl. The devices involved were: acl tie tensioner (depuy mitek, norwood, ma, USA); 4 no.0 ethibond sutures. Complication mentioned in the article: 1 patient had non-union of the avulsed fracture at 13 weeks postoperatively.